Manufacturer narrative:
Complaint conclusion as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have presented with extensive deep vein thrombosis (dvt) of the left lower extremity and pelvis. An initial venogram revealed a complete thrombosis of the common iliac vein and distal veins of the left leg. The filter was implanted via the right internal jugular vein and placed in an infrarenal position. Approximately twelve years and two months after the filter implantation, the patient became aware that the filter had tilted and fractured and was associated with perforation outside the inferior vena cava (ivc) and perforation of filter strut(s) into organs. The patient further reported having experienced anxiety, mental anguish and fear associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture, ivc perforation and organ perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction, including fracture, perforation, tilt, and perforation of an organ, that caused injury and damage to the patient. The following additional information was received per the patient¿s implant records: at the time of implant the venacavagram showed a completely occluded left common iliac vein with thrombus. The filter was deployed immediately below the renal veins due extensive deep vein thrombosis in left leg and pelvis. The patient was transferred to the recovery area in satisfactory condition. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 12 years and two months post implantation. The patient reports fracture, perforation outside the ivc, perforation of filter strut(s) into organs and tilt. The patient also reports suffering from anxiety.